Event description:
Additional information was received from the device manufacturer representative indicated that the patient's bilateral leg pain was still present when the catheter was removed from the intrathecal space and thought to be related to an issue with the infusion system. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving prialt/ziconotide (25 mcg/ml at 3.0 mcg/day) via an implanted pump. It was reported that post-op following the initial implant procedure the patient was having severe bilateral lower extremity pain. There were no environmental, external, or patient factors that may have led or contributed to the issue. In the pacu (post-anesthesia care unit), the pump was interrogated,and the infusion mode was changed from simple continuous to minimum rate. The patient was transferred to the medical center where she had an MRI and a neurosurgical consult. There were no findings with the imaging studies. The patient was returned to the or (operating room) the same day to have the catheter backed out of the intrathecal space. It was left intact at the site of the catheter entry incision. The patient was admitted and given IV (intravenous) steroids. On (B)(6) 2021 the physician reported that the patient was 80% better and he was planning to discharge the patient on (B)(6) 2021. The physician was planning to re-introduce an intrathecal catheter segment sometime in the near future after the patient healed from the current procedure. The was no date set for that yet. The issue was noted to be resolved at the time of the report.